Manufacturer narrative:
Unit alarmed failed battery test due to corded lcd board; also corroded on mother board. Unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests or verify vibrator anomaly due to failed battery test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due possibly to sweat. Customer reported that display screen was cracked and insulin pump was vibrating with no alarms. Insulin pump vibrated during self-test. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced due to physical damage.